Manufacturer narrative:
Submit date:12/5/16. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports: unit turns off by itself. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit turns off by itself. The unit was triaged and the customer¿s reported condition was confirmed. The root cause of reported condition was due to the battery not holding a charge. This is typical routine maintenance. A review of the device history record by (B)(6) on (B)(6) 2017 shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.